Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The device also had a scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up and down arrow buttons were not responding. She changed the battery and all buttons became unresponsive. During troubleshooting, the customer reported that on (B)(6) 2013, she received a button error alarm which was cleared and did not have any issues up until the day of the call. She explained that the device was exposed to perspiration. The customer was advised to remove the battery for 5 minutes and she confirmed that the buttons started working and the time was advancing. Customer's blood glucose value was 7.5 mmol/l. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.